Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient experienced feeling sick, nauseous, dehydrated, weak, had a headache and was disoriented. The cgm reading was 40 mg/dl, and the blood glucose reading would have been over 500 mg/dl. The patient self-treated with 25 units of insulin and called her roommate. They decided to call an ambulance and when the paramedics took a fingerstick the cgm reading was 40 mg/dl, and the blood glucose reading was 800 mg/dl. The patient was brought to the hospital and was treated with intravenous fluids. The patient was diagnosed with diabetic ketoacidosis. The patient was discharged after 2 days. At the time of the report the patient was still feeling weak and a little dehydrated, but it was understood that she recovered from the diabetic ketoacidosis episode. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.